Event description:
It was reported by repair work order that the customer alleged that the side rail will not stay up. Upon inspection of the unit by the service technician, it was identified that both the side rails would not latch.